Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) reimplantation surgery because the device was damaged in a physical accident. The ipp was damaged by the patient's wife while she was sleep walking under the influence of ambien. The previous ipp was explanted six months before the reimplantation surgery. The patient was reimplanted with a replacement ipp consisting of 16 cm x 9.5 mm cylinders, a 65 ml reservoir, and a pump. The patient was recovering after the procedure. The explanted ipp is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.